Event description:
A US distributor contacted ZOLL to report that a patient developed an infected wound under the LifeVest equipment. Patient described the area as an infected wound under the left breast area due to the electrode belts rubbing the skin raw. There was no alleged device malfunction contributing to the wounds. The patient¿s physician prescribed an oral antibiotic and placed gauze over the wound. Follow up indicated that the wound improved.